Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and programmed parameters could not be found. Reprogramming the base rate, emergency vvi initia- tion and download attempts were unsuccessful.